Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The device was evaluated by the field service engineer and confirmed the reported issue. The power switch and the power management board were replaced to address the reported issue.

Event description:
The customer reported that the ventilator will not boot up. Device was in clinical use during the time of the event, but no patient was harmed.